Event description:
It was reported that the insulin pump alarmed button error. Customer takes breaks with the insulin pump every three weeks to give his site time to heal. Customer cannot get the insulin pump to work. The blood glucose reading is 95 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.